Manufacturer narrative:
The plate was observed under magnification. It was observed that the locking screw holes in the plate did not show any wear. Screw wear marks were noticed on the plate in the proximal and distal slots. The bottom of the plate beneath the distal slot was worn smooth, indicating a broken screw rubbed against that part of the plate for a period of time. The plate shows other signs of use due to scratches on the surface and on the distal end due to the use of pliers. Additional mdrs associated with this event: 3025141-2017-00056: screw 1, 3025141-2017-00057: screw 2, 3025141-2017-00058: screw 3, 3025141-2017-00059: screw 4.

Event description:
Four hexalobe screws, used to implant a wrist spanning plate, broke post operatively. The screws and plate were explanted.